Manufacturer narrative:
Continuation of medical devices: product ID 977c290, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 30-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2018. It was reported that the patient controller was displaying the settings not available message as soon as it was connected to the implantable neurostimulator. The patient is programmed a 1+2-4+6-, 90 microsecond pulse width, 190 hertz rate, and 3.8 milliamp amplitude b 1+2-4-5+, 80 microsecond pulse width, 190 hertz rate, and 4.0 milliamp amplitude c 1+2-4-5+, 190 microsecond pulse width, 190 hertz rate, 3.2 milliamp amplitude the manufacturer representative mentioned that there was something wrong with electrodes 8-15 since implant in 2016, thus, only 0-7 was being used. With 1 as reference for an impedances check, the following values were displayed: 0 ¿ do not use 1 ¿ 40,000 ohms 2 ¿ 650 ohms 3 ¿ 730 ohms 4 ¿ 740 ohms 5 ¿ 800 ohms 6 ¿ do not use 7 ¿ 810 ohms it was recommended that the manufacturer representative do not use electrode #6 for programming. The manufacturer representative was going to adjust the pulse width, but the patient cannot tolerate an increase in pulse width since she would also have stimulation in her leg as well as arm, but the patient only needs the stimulation for her arm. The manufacturer representative subsequently programmed group a to 1+2-4+5- which then allowed the patient to go above 4 milliamps and not get an out of regulation message. There were no further complications reported or anticipated.

Manufacturer narrative:
Fdc code 11 no longer applies to this event. Fdc code 4315 now applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. Analysis of the implantable lead found that the conductors were broken at the anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) and lead have not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977c290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient experienced a loss of therapy and had multiple impedance issues since (B)(6) 2018. The representative attempted to program around the impedances but the lead ended up being explanted. The issue was noted as being resolved. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member. It was reported that problems with the lead started soon after implant ((B)(6)20160) stating that the electrodes "started dying very rapidly, and about 2 months later the entire side, all the electrodes died". The caller mentioned that for the past month the ins "battery has been dying very rapidly" stating the ins was now off and was "pretty much dead". The caller mentioned the patient was to be having surgery in 2 weeks where the healthcare professional (hcp) would change the patient's entire system. The caller was directed to the hcp to discuss any device concerns. No further complications were reported/anticipated.